Manufacturer narrative:
(B)(4)

Event description:
It was further reported that sepsis occurred. In (B)(6) 2017, the patient presented to the emergency room with generalized weakness and abdominal pain. The patient was diagnosed with possible sepsis and chronic kidney disease stage 4 to 5. The patient had increasing hypotension during the hospitalization, hence the patient¿s IV fluids were decreased to half-normal saline. In (B)(6) 2017, patient dialysis was resumed but the patient wished only to be kept comfortable and requested discontinuation of dialysis and other medical support. Seven days later, the patient was evaluated by a cardiologist and reported an episode of chest pain. The patient had low blood pressure and was given nitro-glycerine. The symptoms were resolved. Chest pain came back a couple of hours later which resolved spontaneously. The patient also had an elevation of troponin to 1.67 consistent with acute coronary syndrome. During discussion with the cardiologist the patient also stated his wish not to be resuscitated or intubated, and to have his defibrillator therapies turned off. Seven days later a request was made to discontinue all the non-essential medications, all laboratories and x-ray. Five days later the sepsis was considered recovered. The patient was discharged from the hospital and moved to hospice for terminal care as needed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ids: 2134265-2017-05051, 2134265-2017-05052, 2134265-2017-05054. (B)(4). It was reported that the patient died. In (B)(6) 2012, the patient was presented with stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the distal saphenous vein graft (svg) to first obtuse marginal (om) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The lesion #1 was treated with pre-dilatation and placement of a 3.00x12mm and 3.00x8mm promus element¿ plus study stents with 0% residual stenosis. The target lesion #2 was a 75% in-stent restenosis (isr) of bare metal stent (bms) and ostial lesion located in the proximal svg to first om and was 40mm long with a reference vessel diameter of 4.00mm. The lesion #2 was treated with direct stent placement using a 4.00x32mm and a 4.00x12mm promus element¿ plus study stents. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient expired at hospice care home due to unknown cause.